Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to another meter and their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issues first occurred at 6pm on (B)(6) 2016. At this time the patient obtained a blood glucose reading of "288mg/dl" with the subject meter and "183mg/dl" on another device within 30 minutes of one another. The patient manages their diabetes with insulin pump therapy and stated that at 6pm on (B)(6) 2016 they increased their humalog insulin dosage as a result of the subject meter reading. An unspecified period of time later the patient "passed out". The emergency medical services (ems) were contacted and between 6:30 - 7pm the same evening the patient was treated by the ems. The ems gave the patient a glucagon injection and also measured the patient's blood glucose with their own device, with a result of "183mg/dl" being obtained. It is not specified whether this result was obtained before or after treatment. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.